Event description:
Description of event according to initial reporter: date unknown: y-graft replacement was conducted. On (B)(6) 2018, the complaint device (zta-pt-36-32-161-w1 (e3708863)) was placed from zone 4. On (B)(6) 2020, medtronic's navionf34-34/100 and navionf37-37/100 were placed in zta-pt-36-32-161-w1 (e3708863) as type ia endleak was suspected. On (B)(6) 2022, the patient was taken to the hospital because of back pain. She underwent emergency tevar due to growth of the aneurysm and zta-pt-36-32-209-w1 (e4179754) was placed. The cause of the growth of the aneurysm was unknown whether it was a graft damage, since the contrast media could be seen outside the stent graft where the device end of locate in the zta, or a suture hole of the zta, but it could have been type iiib endleak in the zta. No endoleak was confirmed by the final contrast during procedure. Patient outcome: the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Similar to device marketed under PMA/510(k): p140016. Investigation is still in progress.

Manufacturer narrative:
Manufacturer ref# pr summary of investigational findings: during a tevar on (B)(6) 2018 the zta-pt-36-32-161-w1 (complaint device) was placed from zone 4. On (B)(6) 2020 two devices from another manufacturer were placed in the zta-pt-36-32-161-w1 as a type ia endoleak was suspected. On (B)(6) 2022, the patient was taken to the hospital because of back pain and underwent emergency tevar due to growth of the aneurysm and zta-pt-36-32-209-w1 was placed. The cause of the growth of the aneurysm was unknown whether it was a graft damage caused by the device from another manufacturer, since the contrast media could be seen outside the stent graft where the device (from another manufacturer) end locate in the zta, or a suture hole of the zta, but it could have been type iiib endoleak in the zta ((B)(4)). It was confirmed that there was no endoleak by the final contrast during procedure. Review of device history record gave no indication of the device being produced outside of specifications. A single CT study from (B)(6) 2022 was provided and reviewed by an imaging expert. Per the findings in the imaging review: " the aortic arch has borderline type 3 anatomy with diffuse intermittent calcification throughout the proximal segment just distal to the lsa. The aortic diameter is 30 x 32 mm at the lsa and 31 mm at 25 mm distal to the lsa." And "the distal zta graft lands in the distal ta with moderate angulation and lacks circumferential graft wall apposition. No distal endoleak is seen here, however. Furthermore, "there is severe angulation of the infrarenal aorta with diffuse intermittent calcification throughout" based on these findings the imaging reviewers impressions is "a descending taa was previously treated with a zta proximal tapered (36-32-161) graft placed in the mid descending taa. Per the report, a type 1a endoleak was subsequently treated with proximal extension using two components from another manufacturer and "both the proximal (another manufacturer) and distal (zta) graft segments lack circumferential graft wall apposition in the aorta but no type 1a or 1b endoleak is seen. This is likely due to mural thrombus in the taa sac sealing around the proximal and distal graft segments. It cannot be determined from this single study if this is due to disease progression or if the graft components were undersized at the time of implant" in addition it is noted that the zta device is used in combination with a non-cook device which is outside the instruction for use. According to the IFU "the zenith alpha thoracic endovascular graft is a two-piece cylindrical endovascular graft consisting of proximal and distal components. The proximal component can be either tapered or nontapered and may be used independently (for ulcers/saccular aneurysms) or in combination with a distal component." And "additional proximal components may be used to extend graft coverage proximally." No pre-procedure images or images where the type 1a endoleak from (B)(6) 2020 is present are provided. Based on the reported information and the imaging review, it has not been possible to establish a cause for the type 1a endoleak. Cook will reopen the investigation if further information or images is received. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.